Event description:
The patient reported exposed and frayed wires of the power supply. The power supply and power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.